Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735783r, serial/lot #: unknown product ID: 9735943, serial/lot #: unknown product ID: 9735772, serial/lot #: unknown product ID: 9735845, serial/lot #: unknown product ID: 9735772, serial/lot #:unknown. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue was confirmed. The o-ring and power cords were replaced. The system was functioning as intended. Codes b01, c02 and d02 apply to the system checkout. Codes b17, c20 and d15 apply to product ID: 9735772, product ID: 9735845 and product ID: 9735772. Codes b21, c21 and d15 apply to product ID: 9735783r and product ID: 9735943. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a procedure. It was reported that the camera cart associated with the main cart would not connect. It displayed "contacting to main cart." Technical services (ts) had a medtronic representative reseat the cart-to-cart cable, cycle power to both carts and perform a ups discharge on the camera cart but the issue persisted. The site called back and informed ts that when the camera cart was used with a different main cart, it worked. There was an unknown surgical delay and impact on patient outcome. Additional troubleshooting information was received. Technical services (ts) talked to the medtronic representative (rep) to continue troubleshooting the camera cart. After taking off the back of the camera cart cover and checking the o-ring, it was noticed that the p1 port was not highlighted. The rep pushed it in, the lights came on with the same issue of it taking a while to connect to the main cart and had it get all the way to contact technical services before it mirrored what was on the main cart. Then when moving the interconnect ethernet cable to an empty port on the o-ring, the system restarted normally. The p1 port was damaged. The external power cord was also frayed and had exposed wiring.

Manufacturer narrative:
H3, h6: the o-ring was returned to the manufacturer for analysis. Analysis determined that no failure was found. The o-ring was tested and found to transfer data from port 1 as expected and pinged client through ports without packet loss for over an hour. Codes b01, c19 and d14 are applicable to this analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that this occurred during a sacrectomy procedure with tumor resection. It was also reported that navigation was abandoned and there was a 30 minute surgical delay. There was no impact on patient outcome.

Manufacturer narrative:
Correction: the following analysis was completed 2022-jun-21, however it was not a determining factor of the reported event. H3/h6: upon analysis of power pack 9735943 stealth s8 eng only, the complaint could not be verified, but the power cable was damaged. The cable has a few abrasions in it, one of which is worn down to the internal wires. The exposure was so much so, that the manufacturer representative (rep) was able to make connectivity from the plug end to the exposed wire. Codes b01, c02, and d02 are applicable to this analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.